Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that numbers are ramping and the scroll bar is having problems. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted on the display.